Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dual lumen uvc catheter. The customer stated that the second lumen was drawing air and no air had been introduced. The line had to be pulled.